Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An implant card was received reporting an initial implant for the patient. It was noted on the card that a different lead had to be used after it was observed that there was a break near the electrode. The surgeon was unsure if the lead was damaged during the surgery or if it was already damaged prior to implant. Per the report, the surgeon may have used electrocautery during the implant and is suspected as the cause for the damaged lead. The suspect device has not been received to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.